Event description:
Civco was notified by a customer that the e721 endocavity needle guide is believed to have caused pain and bleeding to a patient during a prostate biopsy procedure. The physician believes the needle guide profile being too high, possibly touching the walls of the cavity. There were other complications.